Manufacturer narrative:
Several attempts to know how the procedure was completed have been done however, no information have been provided by the account. Manufacturing year is 2015. A field service specialist (fss) visited the account and reported that vacuum regulator displayed signs of balanced salt solution (bss) in the small tubing of the patient side solenoid. Also, the system calibration was off by 30mmhg in the system settings. Vacuum regulator was replaced, calibrated and system was tested and meets abbott specifications. Daily align verification and mock treatment were verified. Application support manager observed that errors occurred during use of size 12 loi''s, however when changed to size 14 loi''s the procedures were able to be completed. Amo¿s investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to abbottl medical optics has been submitted.

Event description:
Account reported that equipment had vacuum errors during procedure and were unable to complete the case. Procedure was completed 40%. An abbott representative was on site and reported the site was following the correct procedures. No additional info provided.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for catalys system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.